Event description:
A malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was informed they could continue using the pump and advised to report if the malfunction code recurs.